Event description:
The customer had an intermittent and on-going issue with questionable results. She provided discrepant vitamin b12 results for one patient. The initial vitamin b12 result was 30 pg/ml (accompanied by a data flag). This result was reported outside the laboratory. On (B)(6) 2010, the physician questioned the initial result and repeat testing was performed. The repeat vitamin b12 result, generated (B)(6) 2010 on the same cobas 6000 e601 module, was 613 pg/ml. The customer considered the vitamin b12 result from (B)(6) 2010 to be incorrect. A corrected report was sent and the doctor was informed of the new result. The patient was not affected by the event. The vitamin b12 reagent lot number was 15894201. The field service representative was unable to find a cause of the discrepancies. He checked all alignments and performed diagnostic checks which were ok. The customer quality control was acceptable.